Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurements. No adverse patient effects have been reported. Additional information received indicates that all other lead measurements are within normal limits and there is no evidence of noise. The patient will continued to be followed via latitude at this time. Additional information indicates that this product continues to exhibit low out of range pacing impedance measurements. With further investigation it was determined that the lead was also exhibiting noise result in non-sustained ventricular episodes.

Event description:
Additional information reveals that this system exhibited high out of range shock impedance measurements greater than 125 ohms along with continued noise and oversensing. Subsequently, the patient underwent a revision procedure and the rv lead was surgically capped and abandoned. The ICD remains in-service.

Event description:
Additional information indicates that this patient was evaluated in the clinic and all lead measurements were within normal limits; however, the lead trends did show some variations. The physician plans to continued to monitor this patient for the time being. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.